Manufacturer narrative:
A product history record (phr) review of lot 18110255 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, cracks were noted on the 5f 100 cm sidewinder ii (sim 2) tempo contrast catheter. The procedure was completed using another tempo catheter. There was no reported patient injury. The intended procedure was for carotid artery stenosis. The term ¿cracked¿ refers to the polymer material of the device breaking but not into two or more pieces. The damage, which included many cracks on the surface of the angiographic tube, was noticed when the package was opened, specifically on the body shaft. A picture of the damaged device was provided. The issue was noticed during preparation. The target lesion was carotid artery stenosis with seventy percent (70%) stenosis, no calcification, and no tortuosity. Anomalies were noted when the product was removed from the package. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). The device was not used, so no difficulties, resistance, or unusual force were experienced during the procedure. The tip was not visible on fluoroscopy as the device was not used. The device was returned for evaluation.

Manufacturer narrative:
As reported, cracks were noted on the 5f 100 cm sidewinder ii (sim 2) tempo contrast catheter. The procedure was completed using another tempo catheter. There was no reported patient injury. The intended procedure was for carotid artery stenosis. The term ¿cracked¿ refers to the polymer material of the device breaking but not into two or more pieces. The damage, which included many cracks on the surface of the angiographic tube, was noticed when the package was opened, specifically on the body shaft. A picture of the damaged device was provided. The issue was noticed during preparation. The target lesion was carotid artery stenosis with seventy percent (70%) stenosis, no calcification, and no tortuosity. Anomalies were noted when the product was removed from the package. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). The device was not used, so no difficulties, resistance, or unusual force were experienced during the procedure. The tip was not visible on fluoroscopy as the device was not used. The device was returned for evaluation. A unit of catheter cath tempo 5f sim 2 100cm was received coiled inside of a clear plastic bag and unpacked for evaluation. Inspection showed that the body/shaft was separated 90 cm from the proximal end, with the separated 10 cm distal part returned for analysis. The fusion line was visible on the distal part, indicating the separation was not related to a fusion process issue. Outer and inner diameter measurements were taken near the separation and found within specification. High magnification evaluation revealed evidence of material elongation patterns at the separation borders, consistent with exposure to excessive tensile force, as well as cracks in the region. To assess potential material defects or degradation, ftir analysis was conducted and compared to a cordis-manufactured sample. The spectral comparison showed no significant differences in chemical composition in either the hub or the cracked areas analyzed. A product history record (phr) review of lot 18110255 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported catheter (body/shaft)-cracked was seen during the product evaluation and the malfunction catheter (body/shaft)-separated was also observed. The exact cause of these damages is unknown; however, they may be related to handling factors. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the information available and the phr review, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.